Event description:
Initial ck result 9 u/l. Same sample repeated on different instrument, same method, gave result of 877 u/l. Same sample then repeated on initial instrument, gave result of 857 u/l. Initial result was reported, patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy.